Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. It was reported that when pump is plugged in and charging it will not turn on. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 285 mg/dl.